Event description:
It was reported that device separation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A guidezilla ii guide extension catheter was selected for use. During the procedure, a stent placement was performed on both common iliac arteries. Femoral popliteal (fp) bypass on superficial femoral artery was needed due to chronic total occlusion. Vascular access was gained via the right femoral artery. A non-boston scientific sheath (straight) was advanced up to the fp bypass (mid) and a 235cm non-boston scientific guidewire was advanced up to the periphery. A coyote balloon catheter attempted to cross the target lesion. The coyote was unable to cross the lesion. The guidezilla ii attempted to advance in the lesion but was unsuccessful. During removal, shaft, and the monorail part of the guidezilla ii separated. The coyote balloon catheter was still inside the patient. The coyote balloon was inflated to 4 atmospheres and the detached guidezilla was removed successfully. The devices were removed via the sheath and the procedure was successfully completed. No further patient complications reported.

Event description:
It was reported that device separation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A guidezilla ii guide extension catheter was selected for use. During the procedure, a stent placement was performed on both common iliac arteries. Femoral popliteal (fp) bypass on superficial femoral artery was needed due to chronic total occlusion. Vascular access was gained via the right femoral artery. A non-boston scientific sheath (straight) was advanced up to the fp bypass (mid) and a 235cm non-boston scientific guidewire was advanced up to the periphery. A coyote balloon catheter attempted to cross the target lesion. The coyote was unable to cross the lesion. The guidezilla ii attempted to advance in the lesion but was unsuccessful. During removal, shaft, and the monorail part of the guidezilla ii separated. The coyote balloon catheter was still inside the patient. The coyote balloon was inflated to 4 atmospheres and the detached guidezilla was removed successfully. The devices were removed via the sheath and the procedure was successfully completed. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the guidezilla ii was returned for analysis. The device was inspected for any damage or irregularities. The batch/lot number is a match to the complaint device. The device showed signs of use. The device was received in two pieces. The first piece included the hub and was 111.3 cm long. The second piece was 39.8 cm long and included the distal tip. Multiple kinks were seen on the second piece of the catheter. The tip had damage consistent with interaction with the lesion.